Event description:
A malfunction was reported on a pump while it was being updated. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction code persisted, preventing the pump from entering storage mode. Consequently, a replacement pump was sent. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.